Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the initial implant procedure, the right atrial lead failed to sense any signal from atria even after trying multiple lead positions. The lead was not used, and the physician replaced the lead to complete the procedure. The patient did not experience any adverse consequences and was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.